Event description:
It was reported that a spectrum iq infusion pump under infused. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of flow rate lower than acceptable range was not reproduced. During flow accuracy testing, it under delivered with -9.2275%. A review of the event history log (ehl) revealed infusion with no abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel. The pressure plate travel will be adjusted and the m2/m3 springs replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.